Event description:
The arthroplasty was revised due to malposition and instability. The acetabular component was revised. The components were implanted 2 years ago. Photographs of the retrieved implant were provided to stryker. Medical records and x-rays were not provided.